Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer provided the following events occurring on one patient: on (B)(6) 2017, the patient went to facility for a follow-up to a latent tuberculosis infection as well as a "stomach feeling empty" and nausea. A urine sample was collected from the patient and tested using the cardinal health rapid test hcg cassette. A negative hcg result was received at the 3 minute read time. After 30 minutes had elapsed, the customer observed a faint positive line in the test region. On (B)(6) 2017, the customer retested the patient sample using a new cardinal health rapid test hcg cassette and a positive result was received at the 3 minute read time. The customer referred the patient to an ob/gyn.